Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and blank. Customer's blood glucose at time of incident was 140 mg/dl. Customer was advised that we will send battery cap, monitor issue and it happen again customer want pump replacement.